Event description:
It was reported that there was a signal artifact monitor (sam) event due this right atrial (ra) lead exhibiting high out of range pacing impedance. Technical services (ts) provided potential causes for the high out of range impedance. Ts advised further troubleshooting actions regarding the impedance issue. The lead remains in use. No adverse patient effects were reported.

Event description:
It was reported that there was a signal artifact monitor (sam) event due this right atrial (ra) lead exhibiting high out of range pacing impedance. Technical services (ts) provided potential causes for the high out of range impedance. Ts advised further troubleshooting actions regarding the impedance issue. The lead remains in use. No adverse patient effects were reported. Additional information received indicates that the impedance will be continued to be monitored.